Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Tandem technical support reviewed pump data and found the pump delivered insulin based off the pump personal profile settings and not based off the control iq settings. There was no reported impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.